Event description:
The initial reporter received questionable ca2 calcium gen.2 results on a cobas 6000 c501 (ul) v. The initial ca result was 5.2 mg/dl. The repeat result on the same analyzer was 9.3 mg/dl. The second repeat result on another cobas 6000 module was 9.3 mg/dl. The sample was then run on the first analyzer in five repetitions with results of 9.2 mg/dl, 9.2 mg/dl, 9.4 mg/dl, 9.3 mg/dl, and 9.3 mg/dl. The initial result was reported outside of the laboratory. The result of 9.3 mg/dl was deemed correct. The ca reagent lot number was 62349501 and the expiration date is 30-jun-2023.

Manufacturer narrative:
The field service engineer (fse) checked gear pump pressure and rinse levels. Calibration and qc were performed successfully. The fse could not identify an analyzer problem. The investigation is ongoing.

Manufacturer narrative:
The alarm trace showed multiple abnormal aspiration and short sample alarms. The field service engineer ran a hardware check by test performance successfully. Based on calibration and qc data, a general reagent issue could be excluded. The investigation could not identify the root cause of the event. The service maintenance actions performed by the fse resolved the issue.